Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of inappropriate automatic mode switch occurred due to far r-wave oversensing, during a ventricular cap confirm test. Programming changes were discussed but were not performed. There were no reported patient symptoms, and the patient will continue to be monitored.